Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room. Lv lead dislodgment was observed due to twiddlers syndrome. The lv lead was successfully repositioned. Patient is in stable condition and will be monitored with routine follow up.